Event description:
On (B) (6) 2010, pt's husband reported the pt's infusion device is dispensing more insulin than it should. Husband reported sometimes the infusion device will give an extra bolus. Husband reported the pt has been in the hosp 4 or 5 times in the past 3 months. Husband stated the pt's basal rate is 0.7 units/hour for 4 or 5 hours and then 0.8 units/hour for the rest of the day. Husband reported he found the pt passed out on the floor 4 or 5 days ago, gave her 2 shots of glucagon, and then took her to the hosp by ambulance. Husband reported the pt's blood glucose reading was 17 mg/dl when he found her and she was in the hospital for 4 or 5 hours. Pt's normal blood glucose range is 150-200 mg/dl. Husband reported the "piston rod is messed up" and "part of a rod is broken." Husband stated he thinks "that is the cause of her getting too much insulin." Advised to switch pt to the backup infusion device immediately. Product was replaced and requested return of the suspect product for evaluation.